Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x12 synergy drug-eluting stent was selected for use. During unpacking of the device, it was noted that the tip of the stent was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no damage to the proximal end of the stent. The 6th strut from the distal end was lifted on one side and pulled in a distal direction; there was a kink between the 5th and 6th struts. The proximal outside diameter (od) of the stent was measured. The product stent protector was not returned for analysis with the device, however, the specified inside diameter of the stent protector was reviewed and it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the analysis it may be possible that the damage occurred during the preparation and handling of the device while removing the stent protector. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent damage occurred. A 2.25x12 synergy drug-eluting stent was selected for use. During unpacking of the device, it was noted that the tip of the stent was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.